Manufacturer narrative:
The customer's reported complaint of the autopulse lifeband would not retract was confirmed through review of the platform's archive data, however during the functional testing, the reported issue was not replicated. Visual inspection was performed and observed top cover, enclosure of the platform and the battery lock were damaged. The autopulse platform is a reusable device and was manufactured on 09/09/2015. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device archived review showed multiple fault of ua02 (compression tracking error) error message on (B)(6) 2017. Unrelated to the reported issue, during the load cell test characterization check, both of the load cells (load cell 1 and load cell 2) failed the load cell characterization testing. Both of load cells 1 and 2 were replaced to remedy the issue. Additionally, unrelated to the reported complaint, the clutch plate deburring was performed to remedy the sticky clutch due to stiffness on the drive shaft. Once completed, autopulse passed the final functional testing with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported during patient use that the autopulse lifeband would not retract but there were no error code displayed/reported on the device. No additional information was provided. No patient harm or consequences was reported.